Manufacturer narrative:
Nothing is being returned for evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot tell anything from this, however, it appears that the surgeon was unfamiliar with the omnispan system, first usage; there appears to have been some issue with the correct orientation of assembly; there appears to have been a technique issue with the over-penetration of the device during attempted deployment; and then the subsequent failed deployment of the competitor's device as the final resort for repair. Outside of the hypothesis that technique was the underlying cause for this event, we cannot discern any other root cause. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative, germane and clarifying to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting to us that the patient underwent an arthroscopic acl and meniscal repair. For the meniscal repair portion of the procedure, the surgeon chose to use the omnispan system for fastening. The surgeon began the meniscal repair and successfully deployed the first sets of fasteners; 12 degree fasteners. In continuation, the surgeon employed 27 degree fasteners; however, the device failed to deploy correctly and did not compress the tear; the whole device appeared to go through the meniscus. A second same type device, 27 degree, also failed in the same manner. At this point, the surgeon went to a competitor's device for remedy (smith and nephew "fastfis0" and it also failed. At this point in time the surgeon abandoned the meniscal repair without conclusion, leaving the surgeon unsatisfied and a repair of questionable quality. This was the surgeon's first attempt in the use of the omnispan system; for the 1st of the 2 omnispan failures, the surgeon appears to have over-penetrated the meniscus in deployment; at one point there was some confusion with the correct orientation of loading the inserter needle onto the deployment gun; we do not know if any portion of the failed devices were left in the patient's joint space; complaint devices discarded at the user facility. Also see associated MDR 1221934-2011-00223.